Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that while using a codman perforator (ID 261221) to create the third burr hole during a convexity meningioma resection, the device¿s auto-release function did not operate properly. According to the physician, there was no dural defect and no indication of brain contusion. However, significant bleeding occurred from the superior sagittal sinus (sss), which the physician was able to control. The incident resulted in a surgical delay of more than 30 minutes. The patient is for follow-up. According to the information provided, it is unknown if the drill was electric or pneumatic. It is also unknown if the perforator clicked into place in the drill, and if the recommended spring tests were performed between each burr hole. It is unknown if a perpendicular approach was maintained through the drilling process or was there any rocking motion included. It is also unknown if there was constant downward pressure.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The codman perforator (ID: 261221) was returned for evaluation. Failure analysis - the device was evaluated, and the device was heavily soiled but passed all functional tests. The complaint cannot be confirmed. Root cause analysis - a potential cause of the premature disengagement may be related to the angle positioning, pressure and/or incorrect fit between the hudson driver and the perforator body application during use.

Event description:
N/a.